Event description:
Boston scientific received information that over three years ago, this patient reported receiving appropriate shocks from the device, however, the device did not record the episode on the device memory. The patient was asymptomatic and no further issues were noted. Upon interrogation at a device follow-up, it appeared the device did not record the episode on the device memory. No further action was taken in regards to the issue. Recently, the device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed no issue with the device recording delivered shocks. The shocks taken from the device during the tvt tests were recorded in device memory with no further issues concerning the field allegations. However, the review of device memory did also note that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.